Event description:
A malfunction was reported on the customer's pump. There was no adverse impact to the customer's blood glucose level. Technical support provided assistance by guiding the customer through resetting the pump. The malfunction code did not recur after the reset, and the customer was advised to continue using the pump while monitoring for any future issues.